Manufacturer narrative:
The 3rd party service co. Facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a 3rd party service representative. (B)(4). The carefusion technical support specialist in conjunction with the 3rd party service representative identified a faulty alarm delay assembly board as the most likely root cause in this alleged event. The alleged faulty alarm delay assembly board was received by carefusion on (B)(6) 2011, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a 3rd party service representative. "[Name removed] called and he said that the unit works fine except when the low battery light is on all the time. He said that when he turns the unit off, the unit won't alarm. So he replaced the 9volt battery with a known good 9volt battery and it still has the battery low light led and it won't alarm when he turns off the unit."